Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03245 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during a polypectomy procedure (date performed unknown). According to the complainant, the system delivered energy intermittently in the monopolar "coag" mode, then ceased delivering energy altogether. It was reported that the unit would not deliver energy below a setting of 9. The active cord being used was replaced, which did not resolve the issue, and the procedure was then completed with an entirely different procedure set. The biomed at the account did not believe the issue to have been caused by the foot switch. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03245 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during a polypectomy procedure (date performed unknown). According to the complainant, the system delivered energy intermittently in the monopolar "coag" mode, then ceased delivering energy altogether. It was reported that the unit would not deliver energy below a setting of 9. The active cord being used was replaced, which did not resolve the issue, and the procedure was then completed with an entirely different procedure set. The biomed at the account did not believe the issue to have been caused by the foot switch. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found minor scratches on the cover; otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly during mechanical evaluation. During electrical evaluation, however, it was noted that the output was intermittent when the unit was used in conjunction with the returned foot switch. The foot switch was replaced and the system functioned properly. The complaint of intermittent output was confirmed; the returned foot switch was found defective. Once the foot switch was replaced, the unit passed the endostat ii return evaluation procedure. Since the problematic system component was confirmed to be the foot switch, this is no longer considered an MDR-reportable event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.